Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the foreign material and the root cause of the ¿foreign material that adhered to the distal cover¿ could not be identified. Additionally, it was unknown if the reprocessing was conducted in accordance with instructions for use (IFU). The damaged parts were replaced to bring the product back to specifications. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name:(B)(6) hospital (documented here in it¿s entirety due to character limitations in respective field) the customer reported that it was unknown if the device was cleaned, disinfected, and sterilized prior to being sent for evaluation because it was a facility that went through a secondary store. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: due to wear of the angle wire, the angle knob torque of the upward/downward angulation control knob at free exceeded the standard value. Due to a pinhole on the bending section cover, water tightness was lost. Due to a pinhole on the channel tube, water tightness was lost. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to wear of the angle wire, the play of the upward/downward angulation control knob was out of the standard value. The adhesive on the bending section cover had a chip. The suction connector was dirty due to water leakage. The light guide bundle had breakage. Switch 1 had a scratch. The universal cord has a wrinkle. The protector of the universal cord on the suction connector side had a scratch. The adhesives around the objective lens had a white-clouded area. The objective lens had a chip. The plastic distal end cover had foreign objects. The connecting tube had a scratch and a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope was uncomfortable when operating at an upward angle. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign matter adhered to the plastic distal end cover. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.